Event description:
(B)(4). Reason for original complaint - patient was revised to address poly wear and osteolysis. Doi: unk - dor: (B)(6) 2009. Update (B)(4)2 012 - litigation papers were received. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 1998 (left hip). Update (B)(4) 2013 - medical records received. There is no new additional information that would affect the existing MDR decision. Update (B)(4) 2015 - medical records received. After review of the medical records for MDR reportability, the revision operative note indicated a loose stem, worn liner, and one screw was prominent and removed. The screw has already been reported on (B)(4). The stem was cemented (no depuy cement) and the cement was noted to be well fixed to the bone. The complaint was updated on: (B)(4) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.